Event description:
While the pt's leg was held in the kirschner bow holder, a welded section broke releasing the leg. The surgeon caught the leg and supported it by placing the leg on the mayo stand. The healthcare workers placed the leg in traction using alternative methods. Several intraoperative x-rays were taken to confirm no damage had resulted from incident.

Manufacturer narrative:
Review of the returned part showed the root cause to the weld failure. Review of historical complaints do not show this part failing. Existing stock was also assessed and all parts were in spec. In addition, using a thumb screw and we attempted to tighten the screw into plate and could not replicate failure as noted by user facility. We believe this to be an unusual event and will continue to monitor.